Manufacturer narrative:
(B)(4).

Event description:
It was reported "on insertion wire kinked so second kit opened and the wire kinked as well unable to place line". There was no medical intervention required. The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00354 and 9680794-2026-00305.